Event description:
This device was returned with oos documentation stating it was removed, due to erosion. During the pocket revision, "the physician decided to change out the device instead of another surgery next year to perform a generator change." This device was replaced with a lumax 340 dr-t. The leads were reused with the new system.